Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to the placement of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the pocket site was moved and the ipg remains implanted. The patient was doing well postoperatively.